Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not received.

Event description:
It was reported that the catheter balloon leaked due to the balloon rupture

Manufacturer narrative:
Evaluation found the balloon was not burst. Able to inflate and deflate the sample without difficulty. Sample was evaluated, no pinch or blockage observed. How and when problem occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Corrections: concomitant medical products, device evaluated by MFR.

Event description:
It was reported that the catheter balloon leaked due to the balloon rupture.